Manufacturer narrative:
Date of report: 10jun2019. Date received by manufacturer: 13may2019. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2019-01662 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08may2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the touchscreen was not functioning on the bottom left side. No patient or user harm was reported.